Manufacturer narrative:
Date of event: exact date unknown, event occurred around first week of (B)(6) 2021.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.